Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the stent remains in the patient and the pushwire was discarded. (B)(4).

Manufacturer narrative:
.

Event description:
Information received from the (B)(6) clinical study. Treatment of an acute stroke. On (B)(6) 2014, the patient underwent mechanical thrombectomy. During the procedure, it was reported strong resistance was felt while retracting the solitaire fr after it was deployed at the m1 through the m2. Upon forcibly pulling the device without re-sheathing it to the marksman catheter, the stent separated from the pushwire. It could not be determined if the stenosis was atherosclerotic or thrombotic since the vessel was not revascularized. The patient had af and was a warfarin recipient, so probably the occlusion was thrombotic according to the physician. The stent was left inside the patient. On (B)(6) 2014, it was reported the patient still has not recovered yet and there was no change in the patient condition.

Manufacturer narrative:
Received information stating there is no change in mrs. There was no adverse effect of the solitaire left inside the patient and no change in patient's condition. (B)(4).